Event description:
It was reported that a malfunction occurred on a customer's pump after it was dropped into the snow. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur afterwards. The customer was advised to continue using the pump and to contact support if the malfunction reappears, which the customer acknowledged and understood.